Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the keypad. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2018 with the following findings: review of the black box data revealed records of unexplained power on reset. The keypad was examined and did not show any evidence of moisture contamination. The keypad buttons were fully responsive. A battery cap was not returned with the pump for investigation, a test cap was used to complete the investigation. With the test battery cap in place, the pump powered on and was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked with moisture corrosion inside the battery compartment during the investigation. Leak testing confirmed moisture ingress at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior components. (B)(4).